Event description:
It was reported that during a da vinci myomectomy procedure, the pk dissecting forceps wire frayed. There was no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage and/or wear marks. The other cables at the wrist were undamaged. Failure analysis observations also found the instrument main tube had deep scratches and gouges were observed at the distal end of the main tube, showing light material removal. The scratches ranged between .07 through .156 and not axially aligned with the tube. The cause of the damages to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.